Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Because a sample was not returned and no lot number was provided, the root cause for the defect experienced by the customer cannot be determined. Some potential causes are improper handling, or contact with another instrument. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed form the lot and scrapped. No add'l action is required at this time. (B)(4).

Event description:
A surgeon reported that knives have recently been less sharp and require more effort than usual to make a cut during the procedure, but with no impact to the patient.